Event description:
It was reported that the customer received a motor error alarm when attempting to take some insulin. Customer also mentioned receiving another error alarm after the motor error. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 80 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. No motor position encoder error alarm could be verified in the alarm history due to the history file being erased. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.